Event description:
This pt wears an insulin pump and a continuous glucose monitor (cgm) which she wears continuously. Her cgm is dexcom g6 system which she downloads to clarity software program both by direct cable connection and via dexcom mobile app via bluetooth to her cell phone. She has given permission to share her uploaded data by accepting a sharing invitation from my clinic. Per the user guide, data uploaded by the patient from both dexcom receiver and dexcom mobile app will be available le for viewing at the clinic. On (B)(6) the patient contacted the office via email for assistance with titrating her insulin and requested that I view her information on clinic version of the clarity software. The data shown on her account was notable for significant elevation overnight. As a result, I emailed the patient to change her insulin dose in the late evening to early morning - increasing her dosage by 30 percent. On (B)(6), pt emaiiled questioning the increase. She stated her late event and overnight bs were not that elevated. In fact there was no elevations on (B)(6). At that point she took a screen shot of her clarity software with the most recent 3 days. Her view of the clarity account differed from the clinic version. On (B)(6) at 12:03 am, her bs was approximately 160 mg, the clinic version of the clarity identified that the bs was close to 240 mg/dl, from 1 am to 12:30 pm, her data was under 180 mg. However the clinic clarity report showed that the bsa was not under 180 until 4am. On her version, at 2pm her bs rose over 180mg and was 280mg at 3:30 pm. On the clinic view of her data, her bs at 3:30 pm was about 100mg. Pt has data that is available for (B)(6) but nothing is available on the clinic data.